Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed. The instrument was found to have a cracked tube adapter at the distal end. There were no broken pieces. The instrument was found to have a bent conductor wire (male prong) at the distal end. The conductor wire was bent, aligned with the cracked tube adapter. No missing parts were observed. No thermal damage was observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the tip of the monopolar cautery instrument was found to be broken. The issue was discovered when the instrument was opened for use. Intuitive surgical inc. (Isi) followed up with the initial reporter and received the following additional information: the instrument was inspected before its last use, with no damage found. It is possible that the instrument collided with another instrument during sterile processing. The damage did not result with a fragment falling into the patient.

Manufacturer narrative:
Advanced failure analysis was completed for the monopolar cautery instrument. The instrument exhibited a cracked instrument tube adapter, which is the portion of the instrument at the distal end which attaches to the cautery tip accessory. No obvious pieces appeared to be missing. The secondary finding of the bent electrical contact was also confirmed. There was also no missing pieces from the contact subassembly.

Event description:
Refer to h10/h11 for follow-up information.